Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted due to elevated lactate dehydrogenase (ldh) with signs of hemolysis and thrombus in pump. The patient was on a heparin (porcine) and plavix (clopidogrel) infusion. The patient had a ramp echocardiogram on (B)(6) 2022 during which the patient had a low pump speed limit advisory. A review of the log file revealed a single low speed advisory at 01541 on (B)(6) 2022. Set speed = 10000 rpm, low speed limit = 9600 rpm, pump speed = 9200 rpm. Seconds before the alarm occurred, the low speed limit was adjusted from 9000 rpm to 9600 rpm. There was also a pulsatility index (pi) event. It is likely that the pi event led to the pump ramping down to the low speed limit of 9000 rpm, at the time. Thus, when the low speed limit was increased, the controller alarmed due to the pump speed being briefly below the new limit. As a precaution, please monitor the patient for any further alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between (B)(6) and the reported thrombosis and elevated lactate dehydrogenase (ldh) could not conclusively be determined through this evaluation. Evaluation of the submitted log file captured one low-speed operation, however, this was likely caused by a simultaneous pi event and speed settings change that occurred at the same time. The submitted log file captured the pump was operating at a fixed speed of 9600 rpm with a low-speed limit of 9000 rpm. One low speed operation of 9200 rpm was captured on (B)(6) 2022 at 15:41:13, however, this occurred 5 seconds after the low-speed limit was increased from 9000 to 9600 rpm and the fixed speed from 9600 to 10,000 rpm. A pi event occurred seconds before, which causes the pump to drop the pump speed to the low-speed limit per design, so it is possible that the low-speed operation occurred due to the pi event happening at the same time as the speed setting changes. No other atypical events were captured. Prior to and after these events, the pump appeared to operate as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number: (B)(6). No product is available for investigation. The heartmate ii lvas IFU, rev. C, lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. This section also outlines indications of pump thrombosis, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 27dec2019. No further information was provided. The manufacturer is closing the file on this event.